Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced needle through catheter while introducing catheter. Product defect was noted during use. The following information was provided by the initial reporter: when puncturing the patients, the catheter loosens from its capsule, damaging the vein and channeling.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs for evaluation which displayed the catheter/adapter assembly with the needle piercing through the tubing wall near the tip which is indicative of a tip spear thru. The second and third photograph displayed the catheter/adapter assembly with the needle piercing through the tubing wall in the area above the nose of the adapter, this is indicative of a base spear thru. The defect is normally caused by the needle piercing through the catheter tubing wall. Based on the feedback describing the catheter loosening up during the venipuncture, and photographic evidence that the venipuncture was achieved (media traces on the cannula and inside the catheter tubing) the most likely scenario is that defect was created during the venipuncture: loosened catheter adaptor (while catheter and cannula are in the vein) creates a risk of spear through defect as cannula is moved along the catheter tubing wall. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that two bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced needle through catheter while introducing catheter. Product defect was noted during use. The following information was provided by the initial reporter: when puncturing the patients, the catheter loosens from its capsule, damaging the vein and channeling.